Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An updated investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by patient's legal counsel that the patient was revised three years, seven months post implantation for pain and tibial loosening. During the revision the tibia was noted to be grossly loose with no adhesion of bone cement to the component. Patella was retained. The tibia, femoral, and articular surface where revised without complications.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient came to the office with knee pain about 4 years 5 months post product implantation. The tibial component was found to be grossly loose with no cement adhered to the titanium surface. Femoral was well fixed tibial, femoral and bearing were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified an explanted tibial component covered in bio-debris, no product was returned therefore no further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint cannot be confirmed due to insufficient information. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, d10, g3, g6, h1, h2, h3, h6, h10, h11. D10 00576401551 femoral component emented use size e left lot# 64642740, 00596403210 articular surface size ef 10 mm lot# 64656665, 00597206532 all poly petella standard size 32 mm dia 8.5 mm lot# 64358538, 600-15-100 cobalt g-hv bone cement 40gm lot# 904c1d0023. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: increased left knee pain, confirmation of aseptic loosening of the tibial component. Femoral and patella components were well fixed. Tibial component grossly loose, no adhesion of bone cement to the tibial component but was well adhered to the underlying bone. Tibial implants full extension, no significant instability, patella tracked well. Final components implanted, no intraoperative complications noted. Post-op x-ray confirmed no evidence of acute abnormalities or fracture. Complaint can be confirmed through the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.